Manufacturer narrative:
The UDI information is not available since the device was manufactured prior to the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator failed to deliver gas volumes to the patient. The patient desaturated and the ventilator was urgently replaced. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No investigation of the ventilator was requested. Based on healthcare facility technician statement, the reported event could not be reproduced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were provided for review. The event log shows that during the actual ventilation period, the clinical alarms airway pressure high, volume delivery restricted and expiratory minute volume low have been generated, as an indication of difficulties with ventilating the patient. Generated alarms were silenced by the user indicating that the ventilator was under surveillance. These alarms indicate that the airway pressure was higher than or close to the set airway pressure alarm limit and this will restrict the volume delivery to the patient. Alarm for airway pressure high is generated when the set airway pressure alarm limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. The alarms for airway pressure high and volume delivery restricted is related to the parameter settings and alarm limit settings for the chosen ventilation mode. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. According to the test log, successful pre-use check was performed prior start of ventilation. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient for the patient due to ventilator settings and/or alarm limits chosen by the operator.

Event description:
Manufacturer's ref #: (B)(4).